Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: serial #: (B)(4), category #: 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t, serial #: (B)(4), category #: 200-07-35 - advanced patella 35mm 3 peg implant, serial #: (B)(4), category #: 201-78-82 - collar fixation pin 2pk 40mm, quick release, serial #: (B)(4), category #: 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that patient, underwent initial left tka on (B)(6) 2018 and was implanted with the device. The device subsequently began to fail causing pain and noises. Because of the failure of the device, plaintiff has suffered significant and continuing personal injuries, including great pain, difficulty walking, and significantly decreased mobility, and plaintiff is limited in his activities of daily living, requires physical therapy, and has incurred substantial medical bills and expenses. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. H6. Investigation - based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient's pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. H6. Health effect - impact code to chronic condition for pain, device was not revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.